Event description:
MFR has been notified of an event of air leakage through the cuff after in use for an undetermined amount of time. It is not known if the user facility pretested the unit per the instructions for use. No adverse outcome reported. Event occurred at hosp - foreign country.